Manufacturer narrative:
D10 concomitant product: 030456 endo gia r/or 45 4.8mm x6 (lot#: t1a228x); egiaustnd endogia ultra univ std stap (lot#: p2l0496); 030456 endo gia r/or 45 4.8mm x6 (lot#: t1a228x); egiauxl endogia ultra univ xl stapler (lot#: p0b1510y); egiaustnd endogia ultra univ std stap (lot#: p2g0270); 030456 endo gia r/or 45 4.8mm x6 (lot#: t1a228x); 030456 endo gia r/or 45 4.8mm x6 (lot#: t1a228x); 030456 endo gia r/or 45 4.8mm x6 (lot#: t1a228x); 030456 endo gia r/or 45 4.8mm x6 (lot#: t1a228x); 030459 endo gia r/or 60 4.8mm (lot#: unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during atypical resection on the stomach for gastrointestinal stromal tumor (gist), on the first reload, after two or three firings, the handle and reload locked on tissue. The device did not cut the tissue. The surgeon used strength to removed the locked jaws which caused a tear on the stomach. Also, a break sound was heard from the handle. The surgeon used two new handles and six forty-five millimeter (45mm) reloads but the same issue occurred. There was no issue with the sixty mm reload. It was noted that a reinforcement sheet from another company was used together with the reloads. The patient had unanticipated tissue loss as the procedure was converted to sleeve gastrectomy due to the issue. The surgical time was extended for approximately one hour. To resolve the issue, a new device from another manufacturer was used.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was fully fired, the jaws were open and staple pushers were partially flush with the cartridge. It was reported that the device initially fired but failed to complete the firing cycle, device was fired but the knife did not transect the tissue and the jaws of the device remained closed on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: thick tissue, obstruction, and knife damage. Visual inspection noted the loading unit had damage to the cutting edge of the knife blade, the clamping mechanism was deformed and unformed staples were noted inside the jaws of the reload. The product analysis noted evidence that the device was not used as intended. The issue of deformed clamping mechanism may occur if: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The issue of damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.